Event description:
The customer returned an evis exera ii duodenovideoscope for annual inspection/maintenance. Upon inspection/evaluation of the scope, olympus noted foreign matter present on the forceps elevator indicating insufficient reprocessing. There is no patient impact related to this occurrence.

Manufacturer narrative:
This report has been returned to olympus for evaluation. Preliminary findings are reported. The investigation is ongoing. Upon inspection/evaluation of the scope, olympus noted foreign matter present on the forceps elevator indicating insufficient reprocessing. There is no patient impact related to this occurrence. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event was likely insufficient reprocessing. The root cause of why the scope was not reprocessed according to the device instructions for use (IFU) could not be determined. The following is included in the IFU and may help prevent the event: "all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ ¿thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment presents an infection control risk to each person who handles the endoscope within the hospital or at olympus.¿ olympus will continue to monitor field performance for this device.